Event description:
It was reported from the pt's legal counsel that the pt received a tka on (B)(6) 2009. The pt is experiencing pain. At this time, no revision has been scheduled.

Manufacturer narrative:
Based on the info provided by the pt's legal counsel, the root cause of the issue cannot be determined. Should add'l info be provided, which could further this investigation, this report shall be updated.